Event description:
In 2005, this patient underwent endovascular repair using a gore excluder bifurcated endoprostheses. A successful reintervention was performed in 2007 to embolize a type ii endoleak from the inferior mesenteric artery resulting in aneurysm enlargement. The patient is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.